Manufacturer narrative:
During follow-up, the patient explained she didn't think the catheter had anything to do with her uti. She noticed no defect or malfunction with the t14. She did not know the lot of the t14 catheter she used at the time.

Event description:
Intermittent catheter patient (user) reported she was going to the doctor because she believes she has a urinary tract infection (uti) while using a t14 catheter, although she wasn't sure if it was caused by the catheters. During follow-up, the patient reported she was prescribed an antibiotic and is still taking it.